Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: device was returned for analysis. A visual inspection was performed and noted of a kink along the body; the spring tip is stretched and bent, and the core wire is broken. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on device analysis on 06jan2016. It was reported that a rotawire kink occurred. A 330cm rotawire was selected for treatment. During preparation, outside patient's body, it was noted that the rotawire was kinked. The procedure was completed using another of the same device. No patient complications reported and the patient's status was stable. However device analysis revealed of a broken corewire.